Event description:
The trach in the ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley dislodged and it was discovered that the cuff had ruptured. The patient expired.

Manufacturer narrative:
(B)(4). Event description: still under investigation.